Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an administration set leaking issue. The user facility contacted the distributor on (B)(6) 2020, stating that "the set has a leak, patient did verbalize she dropped the pouch on the tile floor which may have cause the issue." Device operator was a registered nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR (3011581906-2020-00001).

Manufacturer narrative:
A distributor of infutronix provided the evaluation report for the affected administration set on (B)(6) 2020. Visual inspection confirmed that the tubing had completely disconnected from the administration set cassette module distal end. The image of the affected set shows the connector to the cassette still on the end of the detached tubing, which means this is not a adhesive bonding issue, but rather associated with physical damage. As the patient verbalized that they had dropped the device on the floor, the root cause is determined to be the device was physically damaged. The reported issue was confirmed. The tubing came completely disconnected from the cassette module distal end due to physical damage (dropped on floor by patient). The affected set has been scrapped. Please note: this MDR is a resubmission due to the wrong follow up MFR report number: 3006575795-2020-0001. The corrected follow up MFR report number is 3011581906-2020-0001.